Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The insert was severely worn along its surface. The slot for the screw was also worn. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that this case reports, after a left tka was performed on an unspecified date, the device screw was found to be loose. A revision was performed as a result of this occurrence and the patient was not harmed beyond the reported event. No additional requested information was provided. Without the requested clinically relevant information, the clinical root cause of the reported loose screw cannot be definitively concluded. Patient impact beyond the reported events cannot be determined. No further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated as the event happened in the field and cannot be recreated. Actors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The insert was severely worn along its surface. The slot for the screw was also worn. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that based on the information provided, the clinical root cause of the reported ¿loosening of the hinge insert posterior screw,¿ cannot not be definitively concluded, although user technique cannot be ruled out as a potential contributing factor. The patient impact is the loosening of the hinge insert screw and the revision. Further patient impact beyond the reported events cannot be determined and no further clinical medical assessment is warranted. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated as the event happened in the field and cannot be recreated. Actors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to abnormal motion over time, bone degeneration, design of device, fit/sizing, lifetime of device, and traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after a tka had been performed, it was noticed that a screw of a legion hk gd motion insert 15mm size 6-7 left got loose; therefore, a revision surgery was performed on (B)(6) 2021 in order to solve this adverse event. No patient harm beyond the described event was mentioned.